Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -8.5/+1.5/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was implanted, removed, and replaced with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.